Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was attributted to the multifunction cable. Visual inspection of the multifunction cable observed the gasket missing which causes a loose connection. The multifunction cable was replaced to remedy the report. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a (B)(6)-year-old male the device was unable to obtain an ECG signal via electrode pads and was unable to detect the pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.